Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately erratic when performing back to back blood glucose tests. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient reportedly manages her diabetes with novolog insulin pump therapy (basal rate: 12a.m.-2 a.m. - 1.25 units/hr, 2 a.m.-5a.m.-1.20 units/hour, 5 a.m.-10 a.m.-1.10 units/hour, 10 a.m.-1 p.m.-1.20 units/hour, 1 p.m.-12 a.m.-1.10 units/hour and boluses: with meals based on carbohydrates with meals as well as correction boluses when her blood glucose is elevated). The patient reported testing her blood glucose about 7 times per day (every 2 hours, after meals and before bed). The patient told the mss that her normal blood glucose is between 70-160 mg/dl. The patient stated that the alleged issue began on (B)(6) 2012. The patient stated that she tested her blood glucose between 8-9 p.m. On the day of the alleged issue and obtained a blood glucose result of "126 mg/dl" with the subject meter. The patient mentioned that she felt the blood glucose result of "126 mg/dl" was inaccurately low and so she tested with a backup ultramini meter and obtained a blood glucose result of "320 mg/dl" and on a backup (B)(6) meter and obtained a blood glucose result of "325 mg/dl." Based on statistical methodology, the calculated difference of the subject meter's glucose results and the backup meters exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed that she had tested her blood glucose 4-5 hours prior to testing with the subject meter and obtained a blood glucose result of "320 mg/dl" (after eating supper). The patient denied making any changes to her normal diabetes management on the day of the alleged issue. However, the patient claimed that she began experiencing symptoms of "excessive urination, thirst and sluggish" shortly after eating supper (4 p.m.) And reportedly performed four home urine ketone tests that were reportedly positive (at unspecified times). The patient stated that she associated with high blood glucose. The patient informed the cca that 5 minutes after the onset of symptoms she administered a bolus injection of novolog insulin (3 units). The patient stated that it took several hours for the symptoms to abate and for her to feel better. At the time of troubleshooting the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. The cca was able to resolve the issue with training. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of acute hyperglycemia and had to treat herself with insulin due to the alleged inaccuracies.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.